Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to log on using fingerprint authentication as the fingerprint device had dropped inside the cabinet.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed and was unable to login to fingerprint. A field service engineer (fse) noticed that biometric identifier scanner harness broke off of the outer shell, hence replaced the biometric identifier plate and re-attached the biometric identifier harness to the plastic and customer successfully logged in via fingerprint. The system functioned as intended after the field service engineer repaired the device.